Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-02810. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; error e-300 was displayed on the monitor due to dust on the scope detection sensor. There was a flicker sound from the xenon lamp, but it ignited a few seconds later. This may be due to igniter dust or a weak xenon lamp. There was dust inside the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the lamp of the device was flickering during preparation for use. There was no report of patient injury associated with this event.